Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported by the patient that their heart rate was in the "50s" and "30s" but the lower rate limit of their implantable pulse generator (ipg) being 60 beats per minute. It was also reported that the patient experienced symptoms and feeling of "passing out", and a heart rate running from "150-200". The ipg remains in use. No further patient complications have been reported as a result of this event.